Manufacturer narrative:
Investigation findings: device history record (DHR) review: the reported lot code is a copack lot code. An assessment of the device history records for the production lot codes was completed based on the time provided and the time period used for statistical sampling for product release, and include ac708021x and ac708121x. This assessment found no anomalies that may have caused or contributed to the reported issue. Escalation & trend/cluster assessment: complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Cluster assessments may also be completed to identify the number of similar or related complaints for a reported lot code. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer said the tip of the tampon broke off and remained inside of her. She did not seek medical attention and feels she was able to remove the remaining piece. No further information is available at this time.